Event description:
(B)(6)., registered pharmacist (rph) at (B)(6), reported patient (pt) is admitted today due to central line falling out for the IV remodulin. Unsure when pt will be discharged. Unknown if md aware. Discharge or length of hospitalization is unknown. No further info/details or dates available. IV remodulin pt, using cadd solis.